Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted that the physician believed the insulation on the portion of the new atrial lead close to the helix was damaged. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Correction: initials corrected and dob updated.